Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain approximately one week post implant. No capture and a fall in r waves were noted. On x-ray it appeared the tip of the right ventricular (rv) lead was in a "slightly different spot for the original implant." The lead programmed off and then explanted and replaced. No further patient complications have been reported as a result of this event.